Event description:
Per the clinic, the patient was explanted (B) (6) 2009, due to a decrease in performance. Reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)

Event description:
The customer reported that the device failed the therapy charge button. Portion of the user initiated operation check test.